Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the patient experienced an intermittent low vacuum alarm, while at home. The patient then began hand pumping. At this time, he switched to the back up driver. The patient plugged in the power cord to the back up driver and it alarmed as well. The patient proceeded to disconnect the power cord and the alarms subsided. At this time the patient switched back to his original driver and continued to experience the same alarms when the ac power cord was attached. He then switched to the back up ac power cord without further issues. It was reported that the patient was stable throughout the incident.

Manufacturer narrative:
The patient remains ongoing on bi-vad support with the original driver. The manufacturer is attempting to acquire all suspect components for investigation. No further information is available at this time.